Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The treatment for peritonitis was not reported. One day prior to receipt of this report, the patient died due to peritonitis and an unrelated event. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. The pd therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.